Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of continuous sound. The unit does not continue to sound when the unit is powered off. The unit has battery leakage residue inside the battery compartment and the aqualert water indicator label shows moisture exposure. The down arrow does not work when changing volume setting. The down arrow works as it should when selecting any other part of the menu. The unit passes all other functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperature. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported the alarm sounds continuously even when it is turned off. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. The customer discovered this while in use with the product but did not provide a date. No pt incident or injury was reported.